Event description:
Per the clinic, the patient experienced pain/non-auditory sensations, discomfort, burning sensation and poor sound quality with and without the device stimulation. The patient also suffers from occasional dizziness episodes and fainting since (B)(6) 2022 (specific date not reported), leading to inconsistent usage of device. Reprogramming attempts were made on lower stimulation levels; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure.